Manufacturer narrative:
G4: 22jun2020. B4: 22jun2020. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 17 jun 2020.

Event description:
The customer reported battery failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.